Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the right ventricle lead exhibited high capture threshold, over-sensing noise, and potential fracture. Oversensing noise caused pacing inhibition. The right ventricle lead was explanted and replaced. No patient consequences.